Event description:
The consumer was eating dinner when he allegedly heard something snap. He allegedly blacked out and when he awoke, the paramedics were there. He allegedly had a cat scan and was released the same day. The consumer had back surgery 3 days before the alleged incident occurred. No serious injury is alleged.

Manufacturer narrative:
The user allegedly heard something snap and then blacked out . No serial number or maintenance history is available at this time. It is unknown if the complaint is a result of lack of maintenance, mechanical wear or a malfunction. There is no history to suggest a product problem. MDR filed as a conservative measure based on alleged injury to their back and prescribed pain medicine. Manufacturer is attempting to obtain product for inspection.(B)(4)

Manufacturer narrative:
The user allegedly heard something snap and then blacked out. No serial number or maintenance history is available at this time. It is unk if the complaint is a result of lack of maintenance, mechanical wear or a malfunction. There is no history to suggest a product problem. MDR filed as a conservative measure based on alleged injury to their back and prescribed pain medicine. MFR is attempting to obtain product for inspection.

Event description:
The consumer was eating dinner when he allegedly heard something snap. He allegedly blacked out and when he awoke, the paramedics were there. He allegedly had a cat scan and was released the same day. The consumer had back surgery 3 days before the alleged incident occurred. No serious injury is alleged.

Manufacturer narrative:
The user allegedly heard something snap and then blacked out . No serial number or maintenance history is available at this time. It is unknown if the complaint is a result of lack of maintenance, mechanical wear or a malfunction. There is no history to suggest a product problem. MDR filed as a conservative measure based on alleged injury to their back and prescribed pain medicine. Manufacturer is attempting to obtain product for inspection.(B)(4).

Event description:
The consumer was eating dinner when he allegedly heard something snap. He allegedly blacked out and when he awoke, the paramedics were there. He allegedly had a cat scan and was released the same day. The consumer had back surgery 3 days before the alleged incident occurred. No serious injury is alleged.